Manufacturer narrative:
Device has not yet been received by zoll medical corp. A supplemental report will be filed if the device is received and when it is evaluated. No adverse event reported.

Event description:
Customer reported: "problems with load cells". No adverse event reported.